Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. The final implant depth was 9.47mm on left coronary cusp (lcc) and 8.09mm on the non-coronary cusp (ncc). After the procedure, echocardiogram showed complete heart block (chb). On (B)(6) 2025, the variation of complete atrioventricular (av) block and av block 2. On (B)(6) 2025, the patient noted to lack of b12 and iron and medications were given. On (B)(6) 2025, the patient had infection due abiotrophia defectiva and medication ceftriaxone was given. The patient required hospitalization due this infection. On (B)(6) 2025, the patient had some isolated and in pairs premature ventricular contractions.

Event description:
N/a.

Manufacturer narrative:
An event of heart block after the navitor implant procedure was reported. The patient experienced lack of b12 and iron and medications were given two days following implant procedure. Also reported that the patient required hospitalization due to infection. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.